Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the reported issue and determined the root cause to be the sensor and pcba . The pcba was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the device failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the reported device failure was due to a faulty pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.